Event description:
The surgeon implanted a toric silicone lens model aa4203tl and was torn during implantation. The lens was removed without patient injury. An msi-tr injector was used and the facility did not provide the lot number. An mtc-60c cartridge, lot number 1192508 was used during surgery.